Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the " vent started alarming, and they were not able to go into standby mode" the device was replaced. No harm to the patient was reported.

Manufacturer narrative:
Follow-up 1 (final) - it was reported that "unit will not charge". No patient involvement reported, no logfiles provided. A c3 mainboard was ordered. No further feedback received if the issue could be solved by replacing the mainboard. Also, no other complaints about this device received, therefore it can be concluded that the issue was solved.